Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the headspring will not raise up and that the frame is bent.